Manufacturer narrative:
(B)(4). Batch # r5at96. Device analysis: the analysis results found that the ats45 device was returned with no apparent damage and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number r5at96, and no non-conformances were identified.

Event description:
It was reported that during an open nephrectomy, stapler was tried and partially fired, cut and stapled. Another like device was used to complete the procedure. There were no patient consequences reported.